Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced an issue with the cleo infusion set in which the tubing separated from the adhesive patch during use, preventing reconnection and resulting in the inability to continue insulin delivery with that infusion set. The event involved the patient and resulted in no harm.